Manufacturer narrative:
G2: foreign - australia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used intraoperatively. It was reported that there was a subdural haematoma noticed on MRI scans at cortical entry after the patient was taken to the radiology department immediately post-insertion of the skull post and laser fibre. The patient returned to the operating theatre without performing laser ablation, the skull post and laser fibre were removed, and a craniotomy and drainage of subdural hematoma performed. One of the attending surgeons spoke to the medtronic representative (rep) about the skull post. The doctor was questioning how sharp the thread was. He said that during the procedure, the post had felt "loose" when they had removed it. He also was questioning the sharpness of the end of the drill bit. The patient remained hospitalized with approximately 50% visual impairment from the subdural hematoma acquired during the procedure. There was a delay of unknown time.